Event description:
Paramedic attached multi-function pads to pt and defibrillated two times at 200 j. On third shock, paramedic thought he saw a spark. Subsequently, monitor reported "electrodes off" and would not shock. All connections properly attached. On arrival to the emergency dept, the ed monitor would not shock with the ambulance pads. Pads were changed in the ed and shock was able to be delivered.